Event description:
Surgeon tried to use the m5 shockwave catheter, when we were about to start the machine, it showed a catheter error display. The surgeon tried to re-attach the catheter, but the same message appeared. Tried to turn on and off the machine but still with the same error.